Event description:
It was reported that a homechoice device failed to operate as intended. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported event was unknown; however, a device reset was identified to have occurred based on the erased logs found during a review of the event history log. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received functional testing and a visual inspection. During the evaluation, the device reset was verified. The cause of the condition was determined to be the lithium battery of the digital pcb (printed circuit board). To correct the condition, the lithium battery was replaced. Electrical testing and a simulated therapy were performed and did not identify additional issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.